Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they would like to be reprogrammed as when they cough, lay down, sit on a hard back chair, etc. They feel a shocking sensation down their left side. Patient stated this started about a month ago and it never used to happen. Caller mentioned they met with hcp several days ago to have the device checked as they slipped and fell but everything with the device checked out fine. The patient was redirected to their healthcare provider to further address the issue. Patient has been trying to set up an appointment through the office for a month and hasn't heard back and they'd also like further general education on the device. Technical services emailed field reps and also transferred caller to patient services (pss) to review device education. Patient called back in and repeated their request for programming and repeated that he is feeling a lot of stim on the left side when he coughs - or sits in a wooden chair or when he lifts his hand wrong. Pss reviewed a message will be sent to the field about his request for programming.